Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. (B)(6).

Event description:
It was reported that bd angiocath catheter tip becomes damaged during insertion. The following information was provided by the initial reporter, translated from portuguese to english: I would like to evaluate the bd angiocath jelcos, especially size 18. They have been showing compaction at the tip as soon as they are inserted into the patient's vein, causing excessive loss and waste.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.